Event description:
It was reported that after a da vinci-assisted sacrocolpopexy surgical procedure the surgeon noticed the patient had a burn that caused bleeding, where the maryland bipolar forceps was used. The procedure was completed robotically on (B)(6) 2021, an intuitive surgical inc. (Isi) clinical sales associate (csa) contacted the customer and additional information was obtained about this event: the csa spoke to the or director, driving surgeon of this case, and the registered nurse first assistant (rnfa) of the surgeon during this procedure to gather this information. The reported injury was initially diagnosed as a port side burn as the skin around the cannula was black. The surgeon excised the tissue that became black around the port and bandaged it. The csa was not informed about any bleeding during the event other than the bleeding that occurred from excising the blackened tissue. The surgeon stated they believe this was a burn when asked during a follow-up, after the procedure. The maryland bipolar forceps instrument reportedly worked fine and without issue during the procedure. The csa and isi field service engineer (fse) inspected the maryland bipolar forceps instrument after the reported event and did not notice anything abnormal. There were no observed arcing events and the instrument was not air-fired near the cannula. The only energy relate issue that occurred was early in the procedure, bipolar was not being supplied as strongly as expected. The bipolar cord was replaced to resolve the issue. The site used an erbe generator for this procedure and did not use double-cannulation. The site did not report any cannula insertion issues but did reinsert the suspect cannula after the procedure was completed to test the placement and no issue was found. The rnfa of this procedure said this surgeon sometimes makes smaller port incisions and that the issue might have been caused by the incision being too small. However, the site did not provide a conclusion on what might have caused this reported issue. The patient is reportedly fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm/replicate the reported issue. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. Visual inspection was performed and found no damage. No thermal damage or damage to the conductor wire insulation were observed. No cautery issue observed during in-house testing. The instrument was fully functional. There was no problem detected. An image of the patient¿s excised tissue was provided for review. An intuitive surgical, inc. (Isi) clinical development engineer (cde) reviewed the image and provided the following additional information: the image is of the excised patient tissue. There are darker areas lateral and inferior to the port site which is more indicative of pressure necrosis rather than burned tissue. Bipolar instruments, such as this maryland bipolar forceps instrument, do not have a risk of capacitive coupling with the cannula because the circuit is complete at the tips of the instrument, which is the path of least resistance. The length of the incision was difficult to estimate from the images, but this issue is typically caused by small port incisions putting greater pressure on the body wall. A review of the instrument logs has been performed and revealed that the instrument was not used in subsequent procedures. This complaint is being reported due to the following conclusion: after a da vinci-assisted sacrocolpopexy surgical procedure the surgeon noticed the patient had a burn that caused bleeding, where the maryland bipolar forceps was used. The procedure was completed robotically, the surgeon excised the blackened tissue around the burn, and bandaged it. At this time, the cause of the patient¿s intraoperative complications is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.